Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the office for a device check after the remote home monitor issued an alert for high out of range pacing impedance measurements of greater than 2000 ohms for the pacemaker and right ventricular (rv) lead. It was noted that the lead safety switch (lss) had been triggered due to the out of range impedance measurements. In unipolar mode the impedance measurement was within range, however in bipolar the impedance measurement was greater than 3000 ohms. Intermittent sporadic noise was also observed on the rv channel. Boston scientific technical services (ts) was consulted and discussed obtaining an x-ray to assess. A lead fracture was discussed as a possible reason for the high out of range pacing impedance measurements. Over two weeks later the pacemaker was reprogrammed to pace and sense in the atrium only, thus electrically abanoning the rv lead. At this time the pacemaker and rv lead remain in service and no adverse patient effects were reported.